Event description:
Report received from the (B)(6) which states: "the surgeon had commenced cutting the vitreous and suddenly the cutter stopped but started again a few seconds later only to stop again." No medical intervention/treatment was required.

Manufacturer narrative:
Product has been requested for evaluation; however, it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00402, 00404 and 00405.